Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage cannot be confirmed. The submitted log file appeared to show the pump operating as intended. It was reported that the patient had a tear in the velour section of the driveline. Some low voltage alarms were also observed but were not concerning. The account communicated on 21oct2019 stating that the tear was cosmetic and there were no actions done to the tear. The clips were cleaned and no equipment were exchanged. The patient was reported to be fine. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6) with no further reported issues. The hmii lvas IFU and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Lastly, both documents explain that patients must always connect to the power module or mpu for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a tear in the valour section of his driveline. There is no evidence of any type of perc lead issue in the log file. The tear in the velour is cosmetic only at this time. No further information provided.